Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was male but age was unknown. The target lesion was the iliac artery. There was heavy calcification and mild vessel tortuosity, the rate of stenosis was 100%. Approach was made from the brachial. The target lesion was pre-dilated with a 3mm balloon catheter (details unk). While the smart control (complaint product) was being advanced to the target lesion over a 0.035 radifocus guidewire (terumo), the sds stopped advancing. When the physician checked the fluoroscopy, he observed that the distal end of the sheath was turned and the stent was slightly deployed. Therefore, the sds was safely removed from the patient and another new product (different size, lot unk) was used. The procedure was completed without other problem. There was no adverse event and the patient is in stable condition. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU.

Manufacturer narrative:
While advancing the sds towards a heavily calcified and mildly tortuous lesion in the iliac artery with a 100% the sds ceased advancing and would advance no further. The physician checked the fluoroscopy and observed that the distal end of the sheath was turned and the stent was slightly deployed. The sds was safely removed from the patient and another new product was used and the procedure was completed. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15185986 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event